Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records could not be reviewed as the product information of the devices involved in the adverse event is unknown. Multiple attempts were made to obtain additional information. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4119: insufficient information available. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data

Event description:
It was reported that the patient fell and underwent a revision surgery on (B)(6) 2023. The plan for the revision surgery was to revise the patient's distal femoral replacement system to a total femoral replacement system. However, during the revision surgery, the patient was plated instead. The date of this patient's original surgery is unknown along with the product information of the parts implanted at the time of the patient's fall. Attempts have been made and no additional information has been made available.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2023 for an unknown reason. It was reported that none of the eleos devices that were implanted previously were revised during this revision procedure. Attempts have been made and no additional information has been made available.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.